Manufacturer narrative:
**Update** (11/1/2012) - patient fact sheet was received. The part/lot numbers have been updated. There is no new information that would change the outcome of the investigation. **update**03/28/2013-medical records obtained. Records indicate interoperative findings of corrosion around the base of the trunnion at the head-trunnion intersection. The sleeve and stem were added to complaint. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the femoral stem product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided regarding the reported stem corrosion. It is known the asr platform was voluntarily recalled from the market. Based on the inability to determine root cause, the need for further corrective action has not been indicated.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Medical records obtained. Records indicate interoperative findings of corrosion around the base of the trunnion at the head-trunnion intersection. The sleeve and stem were added to complaint.